Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. On (B)(6) 2025 at 18:01:41, there were driveline power fault a messages. The system controller and modular cable were exchanged. Additional log files were sent for review that captured the exchanges. The log file did not contain enough data to review the pump's performance. The last line of data in the event log file showed the pump running at 5500 revolutions per minute (rpms) and the flow at 2.8 liters per minute (lpm). The driveline power fault appeared to have been resolved. More log files were sent for review. The log file captured normal pump function on (B)(6) 2025 at 11:18:00 through (B)(6) 2025 at 7:36:54. The driveline power fault a had been resolved at the time. The ventricular assist device (vad) and peripheral equipment appeared to have functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of label damage on the system controller (B)(6) was confirmed via testing of the returned product. The reported driveline power fault alarms are addressed under the modular cable investigation. The system controller was returned for analysis with worn/faded labels. The system controller was functionally tested and passed all applicable tests. The system controller underwent extended operation with the returned modular cable (investigated separately) without any issues or alarms. Submitted log files revealed on (B)(6) 2025 at 18:02:54, driveline power fault alarms activate associated with power a broken faults. The alarm remains active for the remaining duration of the log file. This is further addressed under the modular cable investigation. Provided information revealed that the only visible part of the controller label was the reference and serial number. Part the top label was missing. Provided information also revealed that the controller and modular cable was exchanged in troubleshooting driveline power fault alarms. A root cause of the reported label damage could not be conclusively determined through this investigation. Incidental findings: superficial damage to the black power cable outer jacket. On 25may2025, 18:01:41 - 18:02:01, a driveline disconnect alarm is captured. As a result the pump speed drops to 0 rpm at 18:02:01. Concurrently, lvad_off alarms are also active from 18:01:41 - 18:02:04. The pump ramps up to the set speed by 18:02:05. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of label damage and driveline power fault alarms on the system controller (B)(6) was confirmed via testing of the returned product and via log file review. The system controller was returned for analysis with worn/faded labels. The system controller was functionally tested and passed all applicable tests. The system controller underwent extended operation with the returned modular cable (investigated separately) without any issues or alarms. Submitted log files revealed on (B)(6) 2025 at 18:02:54, driveline power fault alarms activate associated with power a broken faults. The alarm remains active for the remaining duration of the log file. Provided information revealed that the only visible part of the controller label was the reference and serial number. Part the top label was missing. Provided information also revealed that the controller and modular cable was exchanged in troubleshooting driveline power fault alarms. A root cause of the reported label damage and driveline power fault alarms could not be conclusively determined through this investigation. Incidental findings: superficial damage to the black power cable outer jacket. On (B)(6) 2025, 18:01:41 - 18:02:01, a driveline disconnect alarm is captured. As a result, the pump speed drops to 0 rpm at 18:02:01. Concurrently, lvad_off alarms are also active from 18:01:41 - 18:02:04. The pump ramps up to the set speed by 18:02:05. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.